Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), nausea ("nausea") and nervous system disorder ("neuro conduit/problem") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, nausea, nervous system disorder and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) -bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Product indication and essure implant and explant date updated. New events added-pelvic pain, dyspareunia (painful sexual intercourse), abdominal pain, back pain, psych injury, bladder problems, urinary problems, vaginal discharge, fatigue, gi conditions, hair loss, dental problems, hormonal changes, nausea, neuro conduit/problem and weight gain were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced amenorrhoea ("hormonal changes: no more periods"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), nervous system disorder ("nuero condit/problem") and allergic respiratory disease ("allergic or hypersensitivity reaction type: respiratory") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, gastrointestinal disorder, alopecia, tooth disorder, amenorrhoea, nausea, nervous system disorder, weight increased and allergic respiratory disease outcome was unknown and the back pain, fatigue and migraine was resolving. The reporter considered abdominal pain, allergic respiratory disease, alopecia, amenorrhoea, back pain, bladder disorder, dyspareunia, fatigue, gastrointestinal disorder, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy on date of insertion (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: results: total bilateral occlusion. Everything was fine with the implants. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) -bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: pfs received: reporters were added. New event- migraines / headaches, allergic or hypersensitivity reaction type: respiratory were added & one event was updated from hormonal changes to no more periods. Event onset dates were added. Lab test was added. Event outcomes were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.